Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During dwell 1 of 5 the patient encountered 6 air detected in cassette warnings. Then in drain 1 of 5 the patient encountered 3 patient sensors too high warnings. The treatment was cancelled. When the patient opened the cassette door there was fluid inside the pump module and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. During dwell 1 of 5 the patient encountered 6 air detected in cassette warnings. Then in drain 1 of 5 the patient encountered 3 patient sensors too high warnings. The treatment was cancelled. When the patient opened the cassette door there was fluid inside the pump module and on the exterior of the cassette. The pateint was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler showed physical damage to the rear panel, a misaligned touchscreen overlay, top cover, and top cover label. There were visual indications of dried fluid within the cassette compartment on the on the door, on the safety clamp, and near the upper catch post. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The accelerated stress test (ast) 3 hours simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed.patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp3 as well as damage to the top cover. Fluid in the hp3 filter is a failure related to the reported symptom code lf22 (m31 air detected in cassette warning). There were visual indications of dried fluid on the on the bottom cover under the front panel, on the bottom cover under the pump assembly, and on the bottom pump gasket. The cause of the observed fluid could not be determined. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.